Event description:
Related manufacturer reference number 3006705815-2022-18924. It was reported that the patient underwent a lead replacement due to a lead migration. Therapy was restored post op.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.